Event description:
The user attempted to advance the stent over a wire guide (olympus / visiglide 0.025 inch) but failed because the pigtail got kinked. (B)(4). He placed another zebd-7-7(lot unknown) using the same wire guide instead to complete the procedure. (B)(4). The patient did not experience any adverse effects due to this occurrence. For all complaints: for all complaints, ask: does the complaint relate to device placement/device removal/observation prior to patient contact? Already stated in description of event. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Vertically stored in storage room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Already stated in description of event. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes if yes please indicate the procedure performed. Est. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in description of event. Did the patient require any additional procedures as a result of this event? Ni. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Ni. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? N/a. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / tjf260v . Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the lab evaluation date completed on 22 apr 2022. Visual inspection: stent, straightener and guiding catheter returned. Kink noted on the 2nd porthole of the pigtail curl on tapered end. Pigtail straightener has been removed from stent functional inspection: 0.035 inch wire guide does not pass the kink.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1869960 was returned to cirl opened in its original packaging. With the information provided, a physical and a document based investigation was conducted. Visual inspection: stent, straightener and guiding catheter returned. Kink noted on the 2nd porthole of the pigtail curl on tapered end. Pigtail straightener has been removed from stent functional inspection: 0.035 inch wire guide does not pass the kink. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl, a review of the manufacturing records for lot c1869960 did not reveal any discrepancies that could have contributed to this complaint. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1869960.. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures as per cirl, verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted due to completion of the investigation.